Event description:
Heads keep falling off - oral-b toothbrush [device breakage] slight gap with toothbrush - oral-b toothbrush [device connection issue] case narrative: reporter stated on web that oral-b toothbrush head keep falling off and, did not securely click on for their son's toothbrush. Also, there was a slight gap with the oral b toothbrush head on. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.